Manufacturer narrative:
A series of photos were shared by the customer, where a comparison with a good and bad sample are observed, no flow is shown on the "actual sample". One used. List#: kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received, no physical damage or anomalies were observed. No mating device was returned for evaluation. The returned sample was tested, and no flow was confirmed, the sample was cut, and the presence of errant solvent was confirmed. The complaint of liquid flow failure can be confirmed. The probable cause was due to errant solvent applied during assembly process. Corrective actions are in process. Plots: 14046686 MFR date: 06/1/2024 exp date: 06/01/2027. 14061785 MFR date: 07/1/2024 exp date: 06/01/2027.

Event description:
The event occurred on an unspecified date and involved a chemosafelock bag spike where it was reported there was a ¿liquid flow failure¿. It was stated in the report, " liquid flow failure. Liquid did not start a drip even after opening clamp. One actual sample was received connected to an infusion bag. In addition, one good sample of kl-bs001u3 was also connected to the infusion bag. One kl-at3r00n was also received. After removed the returned actual sample and good sample of kl-bs001u3 from the bag, were connected to in-house saline bag then connected to in-house kl-msu3 respectively to check liquid flow under gravity. As a result, the sample was not able to establish liquid flow. CT inspection was performed for the sample. The result recorded occlusion in the conduit. For the good sample and kl-at3r00n additionally received, liquid flow was successfully established under gravity. The issue was not detected prior to direct patient use; it was noted during infusion. The medication used was oxaliplatin, and the mating devices were kl-at3r00n and kl-msu3. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. There was patient involvement but no patient harm in the event.